Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D10 concomitant medical product name - correction. D10 medical product - correction. D10 therapy date - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR, product was received on 6/18/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-065835 and 3004753838-2025-065835-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.